Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device would not deliver defibrillation energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The white energy capacitor wire disconnected from the spade connector, designator j18 was determined to be the cause of the reported issue. The customer received a replacement device. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device would not deliver defibrillation energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Section h8, usage of device, of initial MFR report #0003015876-2022-01892 indicates: reuse. Section h8, usage of device, of initial MFR report #0003015876-2022-01892 should indicate: initial use of device.